Event description:
The customer reported via phone call experiencing low and high blood glucose levels. The customer stated that she had low blood glucose that dropped in the 20 mg/dl range when she was sleeping, and sometimes she woke up with high blood glucose as well. She reported that she had to call emergency medical services 3 times in the last few months. The customer's blood glucose was 22 , 24, and 26 mg/dl during those events. She declined emergency treatment on all 3 occasions and treated with food and juice instead. The customer's most recent blood glucose was 160 mg/dl. She stated that she had been experiencing low blood glucose for the last 6 months. The reservoir showed the same amount of insulin as on the status screen. She reported that the insulin pump had been exposed to a magnetic resonance image machine 4 months prior. The insulin pump passed the displacement test. She noted never receiving a low reservoir alert when it ran empty. She was advised to monitor and consult with doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.